Event description:
It was reported that a cartridge alarm 20 occurred. There was no adverse impact to the customer's blood glucose level. The customer, whose pump was covered under warranty, was advised by technical support to use multiple daily injections as a backup therapy and was informed they would receive a replacement pump with updated software. Technical support provided instructions on putting the pump into storage mode and using a pre-paid label to return the faulty pump. They also instructed the customer on transferring pump settings and connecting their cgm to the new device. The customer acknowledged and understood all instructions and advisories.